Manufacturer narrative:
The reported event occurred on a cobas 6800 analyzer (serial number: (B)(6). The investigation determined that the cobas mpx assay performed within specifications. A review of the data indicated that the reactive result had a cycle threshold (CT) value of 37.6 with late amplification. Positive controls for hbv were robust and sigmoidal, confirming proper assay functionality. The most likely explanation for the discrepant results is related to the assay's limit of detection (lod), where reactive and non-reactive results may occur and are expected under certain conditions. No further sample material was available for additional testing, and no product issue was identified.

Event description:
The initial reporter alleged a result discrepancy when using the kit cobas 6800/8800 mpx 96t ce-ivd assay on the cobas 6800 instrument. A sample initially tested non-reactive for hepatitis b virus (hbv) using the cobas mpx assay. The sample was subsequently retested with the same assay and generated reactive results multiple times. Serology testing for the sample was also reactive. The reactive result from the cobas mpx assay included a cycle threshold (CT) value of 37.6. No further sample was available for additional testing. The blood donation associated with the sample was used in january, and no harm or delay in treatment has been alleged.